Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump was sticking and had to press more than once. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received false or unexplained no delivery alarms, required to prime or rewind more than once and rejected new batteries. Customer also stated that continues glucose monitoring was died no longer functions. Troubleshooting was declined. The insulin pump will not be returned for analysis.